Event description:
The customer reported the defibrillator and simulator are not working and a maintenance is necessary error message. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.